Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead recorded a gradual increase in pacing impedances and now the values are high, out of range (oor). There were concerns regarding a not present value from a previous day. It was recommended to increase the oor limit and reset the alert. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead recorded a gradual increase in pacing impedances and now the values are high, out of range (oor). There were concerns regarding a not present value from a previous day. It was recommended to increase the oor limit and reset the alert. The rv lead remains in service. No adverse patient effects were reported.